Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2021-31144. Related manufacturer reference number: 2017865-2021-31274. It was reported that patient presented for in clinic follow up with both the right atrial and ventricular lead exhibiting sensing noise. The patient was pacing dependent, and over-sensing was noted to cause pacing inhibition resulting in the light-headedness. There was also an atrial lead that had been previously capped and replaced for an unknown reason. Programming interventions were made. The patient was in stable condition.